Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis on (B)(6) 2017. The customer was unable to get insulin due to a bent cannula. The customer had started to feel nauseous and had a dry mouth. The customer's high blood glucose was more than 740 mg/dl. The customer tried to bring the high blood glucose level down with a manual injection and used 20 units of insulin but the high blood glucose level would not go down. The customer was able to treat his high blood glucose with an intravenous insulin therapy at the hospital. The insulin pump would also frequently alarm motor errors and no deliveries. The customer would resolve the alarms by changing set. The customer will not return the device for analysis.